Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(type of investigation).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) experienced a leak in iab circuit alarm. (B)(6) the ICU rn stated that the alarm had went off 2 times in the past hour. She had troubleshot this by pressing the start key. (B)(6) verified that all tubing was appropriate and secure including the safety disk, drain and fill ports, that there was no presence of blood in the helium tubing. The fse had (B)(6) perform a fill by holding down the iab fill key for two seconds and press start which resolved the alarm and resumed therapy. (B)(6) reported that the patient was in afib with heart rates in the low 100s, on the ventilator with a peep of 5, and was bring suctioned frequently. She also stated that she had just repositioned the patient in bed around 1 hour ago. There was no injury or harm reported.